Event description:
Pt reported that she was hospitalized from (B)(6) 2024 to (B)(6) 2024 for a central line infection. This event has been previously reported to product safety but patient provided additional details today. Her line was replaced by one on the other side of her body. She does not know the name of it but stated that it looks the same externally as her previous line. She stated that has been prescribed amoxicillin, bactrim, and doxycycline hydrate to treat the infection. Unknown if her doctor is aware. Patient is on intravenous veletri therapy. No other information provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to cvs/caremark by: patient/caregiver.